Event description:
A (B)(6) female pt contacted zoll customer support to report constant check pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check pad alarms) has been confirmed. Upon eval, the pulse wire was broken inside the cable connecting the distribution node (dn) to the front therapy electrode (te). The cause of the check belt alarms is the broken pulse wire. The root cause of the short wire cannot be positively identified. No adverse event resulted from the broken wire. The pt rec'd a replacement electrode belt.